Event description:
This pt underwent a left total knee arthroplasty in 1992. He began having increasing pain approximately three months prior to this hospitalization. X-ray revealed a loosened tibial component of the left knee. Intraoperatively the entire knee components were found to be loosened. Scarring and foreign body reaction was also noted. The total knee components were removed and replaced.